Event description:
A carefusion representative was performing a follow up visit and was informed a patient was able to pull apart the set at the location of where the tubing meets the hub of the t-connector. No additional event or patient information available.

Manufacturer narrative:
(B)(4). The customer report of patient was able to pull apart set could not be confirmed due to the set was not returned for failure investigation. Customer stated the set was discarded. The root cause could not identified.